Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of white septum in the syringe. The cartridge continued to be used for insulin therapy. Additionally, it was reported that an occlusion alarm occurred. Contact declined troubleshooting to determine a possible cause of the occlusion. Customer's blood glucose level was 180 mg/dl.